Event description:
Customer called and reported after treatment was aborted. Single needle mode flow rate 25ml/min. Customer stated that pt had bad venous condition. At 350ml whole blood process volume (wbpv) alarm #45: red blood cell pump alarm occurred. Customer observed the red blood cell (rbc) interface was suddenly at position at the middle of the bowl. Customer was asked for the values of the bowl optic sensor (bos) reading at the moment. Customer had no info about bos reading. Customer stated that she had set bos threshold value to 130, reduced flow rate to 20ml and continued treatment. At whole blood process volume 1300 ml alarm #18: system pressure and alarm #16: collect pressure occurred. Customer could not administer a saline bolus, because she found clots in the centrifuge bowl and return line. Customer decide to abort the treatment without returning the volume. Customer stated that approx 250ml volume was in the kit. Pt data: female pt treated after lung transplant rejection. Hct: 39%, hb: 13g/dl, platelet count: 198000, ac: heparin 15000 iu in 500ml saline, ratio 8:1, access: fistula needle 16g. Pt was in stable condition. Pt was provided with 500ml saline infusion. Customer was called back on (B)(6) 2014. Customer stated that she had realized there was clotting in the kit, when it was not possible to return any volume. The volume in the return line was clotted. Data card was received by MFR on (B)(6) 2014. No service order was dispatched.

Manufacturer narrative:
A review of lot c133 was performed and there were no non-conformances associated with this lot. This lot met release requirements. A review of lot c133 shows no trends. A review of the complaint categories shows no trends were detected for alarm #18: system pressure, alarm #45: red blood cell pump alarm, alarm #16: collect pressure or clot observed. No CAPA was initiated for clot observed. Alarm #45: red blood cell pump alarm and alarm #18: system pressure were both investigated through CAPA (B)(4). CAPA (B)(4) has been closed. Alarm #16: collect pressure was investigated through CAPA (B)(4) has been closed. The assessment is based on info available at the time of the investigation. Eval of the smart card is still in progress at the time of this report. A supplemental report will be filed when this eval is complete. (B)(4).